Event description:
It was reported that (2) tlc55 were used during a hemicolectomy procedure. It was reported by the rep that the instrument was placed across bowel and fired. The knife blade cut about half of the length of the instrument, then stopped. The instrument was taken off the field and a new one was opened. The instrument was then fired and the same thing happened again; the stapler fired half way and stopped. A third instrument was opened and this time the instrument fired without incident. The case was completed and there was no consequence to the pt.